Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in (B)(6) of 2011. During the procedure, the device was not giving enough power to drive the disposable. This device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a misalignment between the cpc coupler and the cpc connector. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.